Event description:
It was reported that: "the staff noticed that the patient was not ventilated despite a volume controlled ventilation mode was selected. Due to the user the device did not alarm. The patient was ventilated manually. A disconnected filter at expiration was noticed. Despite reconnected filter no flow was noticed at the patient." The patient went into cardiac arrest, resuscitation was successful, no permanent deterioration in state of health occurred.

Manufacturer narrative:
The investigation has been started, results will be reported in a follow up report.